Manufacturer narrative:
The device was not received. A labeling review is not required due to product code z634 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that there was a blunt end on the intermittent catheter.